Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the trunk was pulled from strain relief, damaging the j702 off the distribution node pca. The root cause for the strained cable could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code.